Event description:
The pt was revised because of poly wear, and the liner disassociated from the shell.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records for the known product/lot combination did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product error with regard to the reported problem. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined the liner product code has been inactive/obsolete since july of 1994.